Event description:
The facility representative reported a colleague infusion pump with a failure code 808:03 alarm which occured upon power up in biomedical service. Baxter's review of the device event history determined that this incident interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:03. The root cause could not be determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow up report will be submitted if additional information becomes available.